Manufacturer narrative:
No product return the device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported ischemia, hematuria, and major bleed could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction: section d1 brand name was corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 61-year-old female who was admitted for CABG. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. The patient received support with the cp for post-cardiotomy cardiogenic shock with low cardiac output. On day 2 of support, the patient's right lower extremity distal pulses were non-dopplerable. Bilateral lower extremities were mottled, with present pulses in the left lower extremity. While in the operating room, there was reported bleeding in which the patient received two high doses of pressors, an unknown amount of blood products, and factor v11. The right femoral access site had been pre-closed with perclose, which were snugged down to prevent bleeding. Also reported was urine output less than 30 cc/hr and pink-red urine. The patient expired. Bleeding, limb ischemia and death are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
This follow-up report is being submitted to correct a6 (race). No other changes have been made.